Event description:
It was reported that a patient underwent initial implant procedure on an unknown date in (B)(6) 2017. Post operative, on (B)(6) 2018, patient underwent hardware removal of a trochanteric fixation nail advance (tfna) helical blade, nail and unknown screw due to a helical blade cut out of the femoral head. Patient had rheumatoid arthritis and horrible bone according to the surgeon. Reportedly there was no further harm to the patient. Concomitant devices reported: tfna nail (part: 04.037.042s, lot: unknown, quantity:1) , screw (part: unknown, lot: unknown, quantity:1) . This report is for one (1) unknown tfna helical blade , this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated description with revision surgery date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is reported as an unknown date in 2018. Date of implant is an unknown date in (B)(6) 2017. Physical manufacturer is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Report is for one (1) unknown tfna helical blade. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. This report is for one (1) unknown tfna helical blade. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent initial implant procedure on an unknown date in (B)(6) 2017. Post operative, on an unknown date, patient underwent hardware removal of a trochanteric fixation nail advance (tfna) helical blade, nail and unknown screw due to a helical blade cut out of the femoral head. Patient had rheumatoid arthritis and horrible bone according to the surgeon. Reportedly there was no further harm to the patient. Concomitant devices reported: tfna nail (part: 04.037.042s, lot: unknown, quantity:1); screw (part: unknown, lot: unknown, quantity:1) . This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).